Event description:
A patient underwent coronary artery bypass graft (CABG) surgery with concomitant sternal cryo nerve block therapy using a cryosmax device. During the concomitant procedure, the left lung was inadvertently frozen. The procedure was completed, and while the patient remained stable initially, they were returned to or after first post operative day for investigation of bleeding. A circular injury was identified on the left lung and repaired with sutures. The patient subsequently developed a persistent air leak, resulting in bilateral lung collapse requiring placement of drainage catheters.there was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.